Manufacturer narrative:
Study event: the device remains in the patient. The lot number was provided. Review of the device history record did not produce any finding relevant to this report. The acculink instructions for use (IFU) notes on techniques to ensure intended placement as listed in el2057155, rev a, section 8.8, items 3-6: "ensure that the rhv remains open. Remove any slack from the delivery system and reconfirm the stent position. Caution: prior to stent deployment, remove all slack from the delivery system" and "while pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." Based on the IFU (section 6.2), and on clinical and commercial experience, the stent migration or stent malposition are potential adverse events associated with carotid artery stenting.

Event description:
Device malfunction: stent jumped. Time of symptom/ae: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent jumped, leaving a portion of the lesion uncovered. A second rx acculink was successfully placed to cover the portion of the lesion left uncovered. The patient returned to the rehabilitation facility the following day. There were no reported adverse patient effects. Though requested, no additional information was provided.